Event description:
It was reported that this implantable pacemaker exhibited high out-of-range (oor) atrial intrinsic amplitude. Stored atrial tachycardia response (atr) episodes displayed atrial under sensing with unnecessary atrial pacing. Atrial sensitivity has been programmed to automatic gain control (agc) of 0.15mv (milli-volts). This device remains in service and no adverse patient effects were reported.